Event description:
Subsequent to the previously filed MDR report, device analysis noted a second powerturn flex guide wire returned with scrapped teflon noted on the core. The account confirmed that the second powerturn flex was used in the procedure and that it is possible that the scrapping happened in the patient. The guide wire was placed behind the stent to hold the location and when the guide wire was removed the stent could have scrapped it. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other powerturn flex device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the diagonal artery with no tortuosity and no calcification. A 190cm powerturn flex guide wire (gw) was advanced to the target lesion with an unspecified guiding catheter. An unspecified balloon catheter was advanced to the target lesion and dilatation was performed. The gw was removed, and the balloon was deflated; however, fluoroscopy showed a piece of coil was caught in the tip of the guiding catheter. The gw was inspected, and it was observed that a piece of the coil was missing from the tip of the gw. No resistance was felt during advancement or removal of the gw. The detached coil was snared from the tip of the guiding catheter. Then the guiding catheter was removed. The procedure was successfully completed with unspecified devices. There was no adverse patient sequela reported. No additional information was provided.